Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. Additionally, the lead was found to have helix extension issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a high capture threshold was not confirmed while the event of helix mechanism issues was confirmed. Visual inspection found the lead body bent at the distal region of the lead. The helix was found to be retracted and clogged with blood. X-ray examination found the inner and outer coil to be bent at the distal region of the lead which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no other anomalies except for procedural damage.